Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin therapy to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Attempt was made by tandem¿s technical support to obtain additional information how the high bg was addressed; however, no response was received.